Manufacturer narrative:
Investigation summary: one open 31g x 8mm pen needle sample was returned from lot. No. 8015797, cat. No. 325105. Visual examination was carried out on the returned sample and it was observed that the patient end of the needle was broken there was no indentation on the hub and no shield was returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed on the returned sample therefore no root cause can be identified.

Event description:
It was reported with the use of the bd micro-fine ultra¿ insulin pen needle there was an issue with needle broke during use in patient¿s body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine ultra¿ insulin pen needle there was an issue with needle broke during use in patient¿s body.